Event description:
It was reported that a one-link needle free IV connector was unable to be primed. According to the report, the customer was having issues getting flow through the product. This occurred during the set-up/priming of gravity infusions. The solution was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was not received, however, three companion samples were received for evaluation. Each sample was visually inspected and examined via microscopic inspection and no defects were observed. All three samples were functionally tested for flow and passed successfully. All three samples primed and flowed normally. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.